Manufacturer narrative:
Sections with additional information as of 11-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The customer was concerned with test result 270 mg/dl fasting. The customer¿s expected blood glucose test result range is: 100-130mg/dl am fasting 80-100mg/dl pm fasting (states evenings are lower) 140mg/dl pm non-fasting during the call, a blood test was performed and obtained a test result of 172 mg/dl non-fasting using the truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/13/2021 and open vial date is 05/29/2020. The meter memory was reviewed for previous test result history: (B)(6).